Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient death occurred. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The requested event log has been provided showing all entries from the unit¿s last week of use leading up to (B)(6) 2023. Based on the evaluation of the downloaded event log, the manufacturer concludes that the device operated and alarmed as designed and did not contribute to the noted event. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.